Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient' daughter that they synced up patient programmer (pp) a couple of days ago and increased to 3.8v because implant was not helping with symptoms at all. Caller further explained that patient's condition had not changed one bit; stated it had almost turned worse. Caller stated they had patient initially set at 2.7v or 2.8v. Caller stated patient felt stim at 3.9v and then they backed it down to 3.8v because they called into doctor's nurse and that's what they were told to increase to do. Caller stated that they hoped "by the time people get to patient's age, a cure would be found for this because it was a major stress/really stressful and said they hate to see people go through this". Caller stated that it had been 3 days since they adjusted patient's but patient was not feeling anything but stated patient felt stim when they increased to 3.9v and then decreased down one notch. It was reviewed that it was possible to feel stim when stim was increased and reviewed that the body might get adjusted to settings overtime that patient may no longer feel stim. It was reviewed that caller may further discuss with doctor to see if it appropriate to try a different program. Caller inquired how to turn pp off because it did not turn off when they pressed the stim off button. It was reviewed stim on and off button vs pp on/off button. Caller noted that they were pressing the stim off button. It was asked if caller pressed stim off after they made the adjustment but caller states they did not remember but maybe they did. It was reviewed that if caller had been turning the stim off button after making adjustments, then implant would not be delivering therapy if it's off. It was reviewed that in order for therapy to work, implant has to be on. It was reviewed that if antenna was not over implant and the sync button was pressed, caller might encounter the poor communication screen. Caller noted that the pp antenna was away from patient and they pressed the stim off button. Caller was just messing with pp. It was asked to caller to sync with implant to check status of implant but caller noted that they would call back because they had to go somewhere. Caller asked and it was reviewed that caller would have to check with doctor to determine the program on which patient was initially set to. Caller stated that nurse told that they could change programs and was not very helpful. It was tried to collect event date for symptom issue and caller stated that patient did not have an everyday occurrence and that it comes in "waves" and stated patient started having major incidents the day after implant at 10am. It was also reviewed caller to call doctor office to see if they could change to a different program. Caller stated that they have an appointment with hcp on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.